Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended" message with the freestyle libre 2 sensor. The customer could not obtain scan readings, and began to sweat and experience dizziness, chest pain, nausea, and vomiting. A glucose result, obtained from unspecified device of 590 mg/dl was reported. The customer went to the emergency room and the customer was treated with insulin (dose/type unknown) for a diagnosis of hyperglycemia. The customer was also provided dextrose as needed. There was no report of death or permanent injury associated with this event.